Event description:
Error code 1003. Voltage is loo low for projected remaining capacity. Boston scientific recommended 90 day possible change out.

Event description:
Error code 1003. Voltage is loo low for projected remaining capacity. Boston scientific recommended 90 day possible change out.